Event description:
Customer reported that during a study on a female pt that the table stopped working. The pt was placed on the table and the foot attachment was removed and replaced with the leg stirrups. The physician was visualizing the kidneys, but when he tried to move the table to view the bladder, he was unable to. The staff needed to slide the pt higher up on the table to visualize the bladder. Customer reported that there were no injuries to the pt and they are still using the table, but placing patients higher up on the table so they can visualize the kidney, ureter and bladder without moving the table.

Manufacturer narrative:
Field service engineer (fse) reported that the table was sensing the seed placement device even when it was not attached. The fse was able to manipulate the sensing potentiometer and saw the failure was intermittent when they moved the potentiometer. The fse replaced potentiometer per the service manual and verified proper table operation. Returned to full service by the customer. Part # 401808 sliding potentiometer was returned for analysis. This is a precision 2k ohm potentiometer, but when checked with a meter, the resistance throughout the full stroke was 34-37 ohms. The potentiometer has an internal failure. This would result in the issue described on the complaint.